Manufacturer narrative:
Additional information: conclusion: the analysis confirmed a defective blower as the root cause, which was replaced and resolved the issue. No patient harm occurred, and there were no further health impacts or consequences.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): detailed complaint and failure description: (1)"after this event followed several alarms like "disconnection of patient side", "exhalation obstructed", "loss of peep", "check of flow sensor", "high oxygen". Additionally, it was not possible to calibrate the flow sensor. The timer of the blower was 85%." Health impact: (2) additional device was required. No health further health impact or consequences were reported.